Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, however not obtained. If further details are received at a later date a supplemental medwatch will be sent please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: ID, gender, age or date of birth; bmi does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails) was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. Was the redness/rash treated with medication? If yes, what medication? Additional information has been requested and received. What is the procedure name? No further information is available. Breast and endocrine surgery. What date did the reaction occur on? No further information is available. What does the reaction look like and how large of an area does the reaction cover?at first, the redness was strong in the form of a mesh of prineo, but now the redness remains in the form of dots. Do you have any pictures of the reaction? No pictures are available. Please clarify, was the anti-inflammatory ointment and/or the nsaids ointment prescribed by a physician or purchased over-the-counter? Prescribed by a physician. Was there any other medical or surgical intervention performed to treat the patient during subsequent visits to the hospital (re-operation; re-closure; prescription medication)? If so, please specify. No. Only the nsaids. If medication other medication was required, please clarify if it was prescribed or purchased over-the-counter. No. What is the most current patient status? The patient has been visiting the hospital regularly. Patient is heading for healing. Can you identify the lot number of the product that was used? No further information is available. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No further information is available. No product available for return.

Event description:
It was reported a patient underwent unknown breast and endocrine surgery on (B)(6) 2021 and topical skin adhesive was used. On (B)(6) 2021 adhesive was removed at the outpatient visit, inflammation had occurred, and the epidermis had been damaged. Anti-inflammatory ointment was applied, then the patient has been followed up. The patient has been visiting the hospital regularly. Treated with prescription nsaids ointment application. Dermatitis at the time of outpatient visit. Further details are not provided. No sample will be returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/7/2021. Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent please describe how was the adhesive was applied. No further information is available. What prep was used prior to, during or after prineo use? No further information is available. Was a dressing placed over the incision? If so, what type of cover dressing used? No further information is available. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No further information is available. Is the patient hypersensitive to pressure sensitive adhesives? No further information is available. Were any patch or sensitivity tests performed? No further information is available. Patient demographics: ID, gender, age or date of birth; bmi female. Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). No further information is available. Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? No further information is available. Current patient status. The patient has been visiting the hospital regularly. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.